Event description:
It was reported that an alarm 2 occurred, followed by alarm 26, indicating an occlusion issue. The customer's blood glucose level was displayed as "high," exceeding 500 mg/dl (27.7 mmol/l). The customer administered a correction bolus via the pump without needing third-party assistance. Technical support provided instructions to resolve the occlusion, including several procedures such as tightening the t:lock and delivering multiple boluses, which led to repeated alarms. Eventually, the customer was advised to replace supplies and resume insulin. The bolus was successfully completed.